Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Frame/structure, uneven/wobbly. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right leg of the lift was bent upwards, causing the front right caster to raise off of the ground. Functional observations- the lift was unstable due to the bent leg and was able to be tilted with little force. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed due to the bent leg and raised caster wheel. Complaint of "base leg is bent" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Frame/structure, uneven/wobbly. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right leg of the lift was bent upwards, causing the front right caster to raise off of the ground. Functional observations- the lift was unstable due to the bent leg and was able to be tilted with little force. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed due to the bent leg and raised caster wheel. Dealer states the base leg is bent. Dealer states the customer was using the lift and felt like it was falling and the wife was able to keep the patient from being injured.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the base leg is bent. Dealer states, the customer was using the lift and felt like it was falling and the wife was able to keep the patient from being injured.